Event description:
It was reported that the patient presented with had non-physiologic noise and oversensing on the right ventricular lead (5076) and also indicated sensing difficulties of oversensing and noise on the other right ventricular lead (6949). Both leads were removed and replaced by one new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) and (B)(4): the leads were returned but not analyzed due to pending legal action.